Event description:
Literature: ghazwani, y.q., elkelini, m.s., hassouna, m.m., efficacy of sacral neuromodulation in treatment of bladder pain syndrome: long-term follow-up, neurology and urodynamics, volume 30 (2011). Doi 10.1002/nau.21037. Summary: this study was sought to evaluate the efficacy and durability of sacral neuromodulation in the treatment of bladder pain syndrome (bps) patients. A retrospective chart review was performed of patients who had unilateral sacral nerve stimulator for refractory bps between (B)(6) 2002 and (B)(6) 2004. Sacral neuromodulation as part of multimodal treatment provides an effective long-term treatment option for sub-group of refractory bps. Reported events: two patients experienced pain at the site of implantation and required surgical repositioning of the device to the other side of the body.

Manufacturer narrative:
Product ID 3389 lot# unknown serial# implanted: explanted: product typ lead. (B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.